Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms were observed. Hardware battery errors were also found in the data log. The reported event of error icon displayed was confirmed. The root cause was determined to be a defective battery.

Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted dexcom on 06/09/2016 to report that on (B)(6) 2016, the patient's receiver displayed error code hwbbt. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.